Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the following: 510k: k200480. UDI: (B)(4). Box d: device available for evaluation: yes. Date returned (rfb): 6/3/2025. Box g: date returned (rfb): foreign. Box h: device eval. By mfg? No information. Manufacture date: 7/22/2022. Device available for evaluation? Yes. Remedial action init (rfb): na. Recall (z) number (rfb): na.

Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP device. The patient alleges the device is overheating and melting into the laminate table. There was no serious patient harm or injury. There was no medical intervention reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.